Event description:
Patient presented to the physician with the ipg moving within the pocket, causing pain. Physician brought the patient into the or, added additional sutures to secure the ipg, and closed the incision.